Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer was using humalog u-200 insulin. Tandem clinical support informed customer that humalog u-200 is off-label per the user guide. The customer resolved the issue by changing the site and cartridge and resuming insulin administration.